Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon inflation at 8 atmospheres the balloon ruptured. The device was simply pulled out and the procedure was completed with another of the same device. No patient complications were reported and the patient's post procedure condition was good.